Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) with asystole of less than two seconds. Additional information received that the lead had dislodged as confirmed through fluoroscopy. The rv lead was repositioned and remained in service. No additional adverse patient effects were reported.